Manufacturer narrative:
The service technician determined the front bezel needed to be replaced. The service technician replaced the front bezel, and the issue was resolved.

Manufacturer narrative:
Report date: 18jun2021. There was no patient involvement.

Event description:
The customer reported an alarm led failure error. There was no patient involvement.